Event description:
Additionally, crease/folding of implant and anxiety-product/procedure were also reported.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of " capsular contracture " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and patient developed a case of migratory arthritis.

Event description:
Healthcare professional reported "grade iii capsular contracture and retraction for the left breast" and "patient developed a case of migratory arthritis" which is not device related. Device remains implanted. Treatment : medication (corticosteroid, anti-inflammatory, imunodepressor).